Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level. Customer¿s blood glucose level was 405 mg/dl at the time of incident. Customer was advised to monitor blood glucose from time to time and call us back if still needs assistance. The insulin pump will not be returned for analysis.